Manufacturer narrative:
A1-a6: patient information is pending follow -up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files from the patient's original system controller ((B)(6)) showed that the driveline (dl) was disconnected and reconnected four different times on (B)(6) 2024. There were no alarms just prior to the dl disconnects so the reason for the disconnects was unknown. Three self-tests were performed with success in the office before obtaining the event log files. Additional log files were sent for review on (B)(6) 2024. This event log file showed that the patient had connected to controller ((B)(6)) on (B)(6) 2024 at 6:32:05. This was followed by the alarm silence button being pressed numerous times, but there were no alarms. The dl was disconnected on (B)(6) 2024 at 11:51:03 & reconnected on (B)(6) 2024 at 11:53:13. When the dl was connected the pump operated as intended.

Manufacturer narrative:
A4: patient weight was requested but not provided. E1: reporter phone number was not available. Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stops associated with driveline disconnects. A specific cause for the disconnections of the driveline could not be conclusively determined. The controller event log files collectively contained events from (B)(6)2024. The driveline was disconnected six times on (B)(6)2024. Following the reconnections of the driveline, the pump resumed operation at the set speed without issue. One of the disconnections was consistent with the reported controller exchange. The left ventricular assist device (lvad) event log file contained events from (B)(6)2024. Six resets were captured on (B)(6)2024, which was consistent with the disconnections and reconnections of the driveline to the system controllers as well as the reported controller exchange. The pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "educating and training patients, families, and caregivers"), explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.